Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance and detachment of the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for this lot. It should be noted that the nc trek coronary dilatation catheters global instruction for use specifies: if resistance is felt, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.75 x 8mm nc trek was unable to cross the chronic total occlusion lesion in the proximal circumflex coronary artery through the radial access site. Force was applied during the multiple attempts to cross and the hypotube subsequently separated into two parts at the proximal shaft outside the anatomy. The 2.75 x 8mm nc trek was removed and replaced with another of the same size and the procedure was successfully completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported failure to advance and detachment of the device appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.